Event description:
Healthcare facility has been using the electrode contact spray ref 21730702 since (B)(6) 2013.  A patient showed allergy symptoms first redness, then blisters after being in contact with this spray. It's the only time it has occurred so far. No more details are available.

Manufacturer narrative:
(B)(4). No sample is available for evaluation. If additional information is received a follow-up will be submitted. Na was chosen for type of reportable event as adverse event was not an option